Event description:
During the start of a percutaneous coronary intervention (pci) of a 95% de novo and highly calcified lesion in the mid left anterior descending artery (lad) of 11mm in length in a 3.5mm vessel diameter, the shaft of the cypher stent broke into two pieces. It was reported that extra force was given to attempt to cross the target lesion. The device was removed without incident to the pt.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. This product was returned (in-transit) for analysis but has not yet been received by the manufacturer. Additional information received will be submitted within 30 days upon receipt.